Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. The patient performed a paper clip reset on the receiver. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, the data log review was repeated at time of device evaluation and confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.